Event description:
A malfunction with code 0-0x277d was reported. It was unknown if the customer's blood glucose level exceeded 500 mg/dl during the event, and no further information was available regarding the blood glucose level at that time. The customer had already reset the pump, which was still under warranty, and was informed that it needed to be replaced. Tandem technical support confirmed the shipping address, provided storage mode instructions for transport, and instructed the customer to return the faulty pump using a pre-paid label and return box. A replacement pump was sent out, but the customer declined to share the type of backup therapy used to ensure continued insulin delivery. No additional information regarding the outcome of the event was available.